Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was hospitalized due to low flow alarms and a hemoglobin of 7.0 g/dl. A fecal occult blood test was strongly positive. The patient's anticoagulants at the time of the event included aspirin, warfarin, and heparin. On (B)(6) 2016, the patient received 1 unit of packed red blood cells. A push enteroscopy found no active bleeding. The gi service felt that there was a gastrointestinal bleed that was possibly from a small bowel arteriovenous malformation (avm) that might require a small bowel capsule endoscopy study if the blood loss continued to be an issue. The issue reportedly resolved on (B)(6) 2016.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported event could not be conclusively established through this evaluation. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.